Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 142 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery cap, the lip of the reservoir and below the window of the reservoir. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with cracked battery tube thread, broken reservoir tube lip and cracked reservoir tube window noted.